Event description:
During the procedure, the catheters starting moving erratically while mapping. Revalidation temporarily resolved the issue. However, the issue occurred again and the system was rebooted and a new system reference patch was used. With no resolve. Also lost the 12 lead signal on the system. After sometime, an error messaged occurred stating a hardware error had been detected. After rebooting, the amplifier was flashing orange and the case was cancelled with no consequences to the patient.

Manufacturer narrative:
Further information was presented to investigations from the service department which has identified this symptom of the stim steering post symptom was isolated to a single cardiamp in slot 1 (pn: 600157389 sn: (B)(6)). The field reported event was able to be duplicated by power sequencing and isolation from the service department. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage that had caused internal damage to cardiamp within slot 1.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and then the amplifier booted to a flashing orange ¿not-ready¿ light emitting diode (led) status. This indicated the amplifier did not pass the power-on-self-test (post) although the test station and tracker communicated successfully, however there was multiple post conditions during stim steering. It logged a channel and address failure for each intra cardiac (ic) (all, slots 0 thru 4) of the cardiamps. The field reported event was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage that had caused internal damage to all the internal cardiamps.